Event description:
I have 32 symptoms ! Nausea, dizziness, cramps, horrible stomach problems, bowel movements problems, insomnia, depression, anxiety, cramps, back pain, rash, bladder infections, neck pain, rash, joint pain, hot flashes, weight gain, hair loss, headaches, etc. (B)(4).